Event description:
Medtronic received information that the patient exhibited complete heart block and hypotension after the implant of this transcatheter bioprosthetic valve. The patient was initially treated with medications; subsequently a permanent pacemaker was implanted the following day. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Patient weight was received and has been added to this report.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances, such as complete heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.